Event description:
It was reported that the pulse generator exhibited inappropriate measure data. Program changes have been made and they will try and reinterrogate again.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.